Event description:
It was reported to philips healthcare that a red x appeared on the ready for use indicator of the heartstart mrx. There was no reported pt involvement and/or impact.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.